Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 346 mg/dl and 57 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. One of the readings, the customer reported was found in meter memory.

Event description:
The facility representative reported a colleague infusion pump with a 568:320:654:0000 failure code. It is unknown when this condition occurred. No patient injury or medical intervention was reported. Device evaluation confirmed the reported condition, which interrupted delivery. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available at this time.